Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In (B)(6) of 2022 the patient (pt) reported they started experiencing issues around (B)(6) 2021 with recharging (difficulty connecting and maintaining connection when charging their ins). The pt stated it took 15 - 20 minutes just to get connection with the implantable neurostimulator (ins) and then it would stop. The pt also stated it would take an hour to get it connected. After getting connected, if they moved it would just lose connection and show try again error message. No symptoms were reported. Additional information was reported (B)(6) 2022 that the pt was having difficulty charging. The pt tried to reposition the recharger using pillows and towels to prop it while charging, but was still difficult. Pocket revision was performed. The battery was not parallel with the skin so the revision was to help improve charging. No known external factors contributed to the ins not being parallel with the skin. Issue was resolved.